Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device was found to be in back-up mode. A software download brought the device out of back-up mode, but the battery voltage dropped to 2.28v and lead impedances were >1990 ohms. The patient had hip surgery about 1 month previous with exposure to an external rescue shock.